Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that the pivot pin got detached from the applier so that the jaws got bent during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remaind in the patient and no patient injury occurred".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, kenosha, wi facility as part of a (B)(4) lot in april of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. Evaluation of the returned instrument as received shows that the jaws are bent to the left and loose and misaligned and the jaw pivot pin is pulled through one side of the bent/damaged outer tube assembly. We are able to validate this complaint for the returned instrument and was dis-assembled in order to evaluate its internal components and it was found that the inner drive rod is bent/damaged, and its bosses are both damaged where they engage the jaws. We suspect that the damaged drive rod bosses caused the jaws to become loose and misaligned in closed position. We are unable to determine what caused the drive rod bosses to become damaged and for the jaws to be bent to the left and outer tube assembly to become bent/damaged but mishandling such as excessive force being applied to the handle to jaws mechanisms of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed" teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "it was reported that the pivot pin got detached from the applier so that the jaws got bent during a surgery. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remain in the patient and no patient injury occurred".